Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter first name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 18ga 1-1/2in sb tw had foreign matter. The following information was provided by the initial reporter: small plastic/paper particles found on the edge of the needle (where it turns on a syringe) when opening the package.

Event description:
It was reported that needle 18ga 1-1/2in sb tw had foreign matter. The following information was provided by the initial reporter: small plastic/paper particles found on the edge of the needle (where it turns on a syringe) when opening the package.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/28/2021. H.6. Investigation: a device history record review was completed for provided lot number 210135. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, white plastic flakes could be observed within the needle hub component. It has been determined that the observed particles resulted from the needle shield. During the molding process, plastic threads may remain in the hub component due to static electricity. H3 other text : see h.10.